Event description:
Approximately 7 days post-operative of a revised left rtsa, it was reported via clinical study that the patient experienced a dislocation - new occurrence of dislocation 7 days after. Previously captured on (B)(4) is a fracture of the upper end of the humerus following a fall from a bicycle, resulting in significant osteolysis and instability of the prosthesis, leading to complete dislocation. The patient underwent a second standard reverse revision with the removal of the torque screw, humeral tray, and humeral liner. The outcome is considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10): concomitant device(s): 320-42-03 - equinoxe reverse 42mm humeral liner +2.5: a620000. 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: 6542018. 320-01-42 - equinoxe reverse 42mm glenosphere: 5812167. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 6681057. 320-15-03 - rs glenoid plate l post aug, 8 deg, left: 6599801. 320-15-05 - eq rev locking screw: 6708511. 320-20-00 - eq reverse torque defining screw kit: 6521965. 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: s064183. 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: s084868. 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: s114380. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: s105169.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. G4: 510k unknown due to specific device not being reported. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to long term sequela from the reported traumatic event, soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.